Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer's blood glucose was over 400 mg/dl at the time of the incident. Customer's blood glucose is high due to the customer being off the pump since yesterday due to a button error alarm. Caller stated that the pump has been replaced. Customer treated by taking a manual injection. Customer has contacted their health care professional regarding the high blood glucose. Customer's wife programmed the pump and is ready to put the infusion set back on. Customer is hooking up the infusion set and will treat the high blood glucose with a manual injection.